Event description:
It was reported to boston scientific corporation that a jagtome 44 rx sphincterotome was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire of a jagtome 44 rx sphincterotome was advanced beyond the tip of the tome where in it was noted to be curled up. The physician tried to pull back the guidewire; however the hydrophilic tip of the guidewire ripped off, exposing the tip of the corewire, and this tip, which was approximately 5 centimeters long, detached inside the patient. It was then retrieved from the common bile duct using a retrieval balloon. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no harm.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event: tip detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.